Event description:
Description of event according to initial reporter: placing the filter through the right internal jugular ij access. The physician was manipulate the device and was unable to get the filter to deploy. In the process of trying to re-sheath the filter, the physician inadvertently deployed the filter in supra renal. Another physician retrieved the filter as it was placed in the incorrect location. The physician placed a secondary filter that deployed successfully to complete the intended procedure.